Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that during a correlation study, 25 samples were run on the architect c8000 analyzer as a non-barcoded batch. The barcode labels on these samples were partially showing as the samples were moving past the barcode scanner. An error 0120 (invalid sample type detected in batch) was generated when the barcode sample was detected and the sample was skipped. However, the numbering of the samples was continuous. For example if sample #11 was the skipped sample, the next sample was counted as #11 but should have been counted as #12. There were no exceptions generated for the skipped samples. The batch order also carried over into other samples that were not part of the batch. The barcodes were eventually turned completely around and the batch was completed without further errors. There were no results that were reported as these samples were being run for correlation purposes only.